Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #2 was removed due to bone loss.

Event description:
Upon follow up, the customer confirmed that the event date is the same as the implant removal date.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation code was added: 4110. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the tsvwb16 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Dec post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss) or product (tsvwb16). As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information received at the time of this report.